Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to vegetation on the lead and infection. Additional information indicated that a part of the lead was still in the patient's coronary sinus and the remaining portion was removed. No additional adverse patient effects were reported. The lv lead was explanted.